Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler 45 curved tip instrument involved in this procedure and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The wrist cable was found loose at the backend upon housing removal. The jaw cover at the wrist assembly was then disassembled and removed. Upon further inspection, the wrist cable was found broken at the wrist. As a result, review of digital signal processor (dsp) engagement logs also showed the instrument failed to engage. Error 22020 occurred stating ¿engagement failure - wrist-pitch axis¿. Instrument was placed on an in-house xi system and failed engagement on three consecutive attempts. Additionally, a review of dsp detailed logs showed no unclamp failures or firing failures at the site. The complaint was confirmed by failure analysis, which indicated that the device did contribute to the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information regarding the reported event: the stapler instrument was not inspected prior to use. The procedure performed was a lobectomy. The 3rd stapler fire was involved in the reported event. The surgeon did not experience any clamping issues prior to firing the stapler reload. The unclamp failure did not occur after firing the reload or following an aborted clamp attempt. A bronchial procedure was being performed with the instrument when the issue occurred. The issue with the instrument did not occur after a system fault. The target tissue was the broncho. The jaws were stuck closed on patient's tissue. The surgeon/or staff was able to successfully open the jaws intraoperatively and release the tissue via manual opening. There was no adverse effect to the grasped tissue. There was no bleeding. The reload will not be sent to intuitive for review. No photo or video available. The patient information was provided: female - 70 years - date of birth: 01/05/1953.

Manufacturer narrative:
Based on the claim against the product by the customer noting the curved-tip sureform 45 stapler could not be reopened, an investigation is in progress to determine the cause of the clamping issue. The customer was able to exchange the curved-tip sureform 45 stapler to resolve the issue. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the curved-tip sureform 45 stapler failed to open after it had been working without any issue. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field d6 is blank because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved-tip sureform 45 stapler worked without issue, but the customer could not reopen the curved-tip sureform 45 stapler to take it out. The reload remained in place. The customer was able to remove the curved-tip sureform 45 stapler from the stapling site without damage to the patient. The stapler was exchanged to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.